Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor exhibited diagnostic anomaly. No intervention was made. There were no patient consequences reported.